Event description:
It was reported that during surgery the shaft joint has broken. No delay was reported and a backup device was available. The device broke on the patient's incision.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The drive shaft on the device fractured at one of the swivel joints and not all of the pieces of the joint were returned. The extension arm on the handle also fractured off and was returned. The clam shell was not returned for evaluation. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. The joint most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the joint could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.